Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged headaches; chest pressure; voice extinction during conversation; lung pain; sputum; runny nose; swollen uvula and tongue; dizziness; diction problems; anxiety. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to headaches on rising, chest pressure, voice extinction during conversation, lung pain, sputum, runny nose, swelling of the uvula and tongue, dizziness, diction problems, anxiety. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector. A contaminate consistent with keratin was observed on the blower box. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's event logs were downloaded and reviewed by manufactuer. The manufacturer found 2 errors. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Section h6 health clinical code has been added and medical device problem code, type of investigation, investigation findings and investigation conclusions have been updated.